Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted for non-malignant pain. The patient stated that they recently turned their device off when they had back surgery, and when they went to turn their stimulation back on the following day, they had significant spasming throughout their incisional area. The patient indicated that they immediately turned off their stimulation, but the spasming lasted another 30 minutes. They noted that they had to take muscle relaxers and ¿other crap¿ to make it stop. The patient stated that it was horrible, and they are afraid to turn their stimulation back on. The patient spoke with their surgeon, and they were unsure why the issue may have occurred. They did not allege that their surgery was related to their device or therapy. The patient was to follow-up with their managing healthcare provider to discuss the incident, and to have the device checked. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient via the manufacture representative reiterated the issues the patient had after turning stimulation back on following surgery. The patient reported that the stimulation turned up really high and shocked them. The patient had their head elevated while lying on their back when the event occurred. Impedances were within normal limits. The rep was able to increase stimulation slowly and the patient felt the normal sensation. The patient was to meet with the rep again in a month or 2 after healing up more from their surgery. No further complications were reported.